Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, errors occurred on the integrated electrosurgical unit (iesu), and monopolar energy was not working. Prior to contacting intuitive surgical inc. (Isi) technical support, the customer had changed out the instrument and instrument energy cable along with the grounding pad and restarted the iesu multiple times, but the issue was not resolved. The isi technical support engineer (tse) reviewed the system logs and found errors c-34, m-11 and m18. The customer connected a third-party external generator and energy activation cable to continue with the operation. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the rest of the system was functioning properly. No errors occurred initially when powering on the system. The procedure was completed robotically with a third-party generator. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to a monopolar port was not working. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced error code c-34. The complaint was confirmed based on the failure analysis evaluation. .